Event description:
The customer was hospitalized for high bgs and dka. The customer reported that the pump did not deliver insulin. Troubleshooting was performed. The programming, insulin concentration, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when the clamp arrives.